Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the coupling does not function properly do to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device reporting the saw blade came off during surgery. This is report 1 of 1 for event #(B)(4).